Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. For one week, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. During this time period, the patient experienced no symptoms of high or low blood glucose levels. On (B)(6) 2013, the patient went to the emergency room. The patient¿s blood glucose level was tested, but she was unable to provide the specific result. The patient was treated with 100 units insulin. Troubleshooting revealed the test strips were correct and there had been no misuse of the product. The power issue was not resolved. The meter was replaced. The patient allegedly received emergency medical attention and treatment with insulin after the meter power issue occurred. Therefore this complaint is being reported.